Manufacturer narrative:
Patient specific with regard to gender, age, and weight was not provided. Although the doctor provided three (3) different shades associated with the voids, he could not verify which lot was used on each patient. The lots involved in the alleged incidents include lot numbers 4931574, 4931579, and 4931576. The doctor could not recall patient or incident detail. To date, the patient is doing fine. The doctor drilled out the restoration and redid the procedure using the same product, without further incident. An 'extrusion' and 'void concentration' tests of the returned product was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor's office alleged that two (2) patients had experienced voids within their restorations after placement with sonicfill composite. This is the first of two (2) reports.